Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that retroperitoneal bleed occurred. The patient died. A concomitant procedure involving pulsed field ablation (pfa) using a farawave catheter and left atrial appendage (laa) closure was performed under general anesthesia. The pfa portion was completed first, following successful groin access and transseptal puncture. Left atrial mapping was initiated using the hd grid catheter. A 31 mm farawave catheter was prepared on the back table. After flushing the guidewire lumen and advancing the guidewire into the catheter, the deployment knob was retracted. Upon deployment into the flower configuration, all petals exhibited abnormal forward bending. Attempts to reposition the petals to a co-planar alignment were unsuccessful for two petals. A replacement catheter was opened, which demonstrated proper form and was used to complete the ablation. Following ablation, the laa closure procedure was performed using intracardiac echocardiography (ice), fluoroscopy, and transesophageal echocardiography (tee). A non boston scientific sheath was exchanged for a watchman double curve sheath. A 24 mm watchman flx pro closure device was implanted without device related issues. Irrigation was maintained throughout the procedure using an irrigation pump for the afib portion and a pressure bag/manifold for the watchman portion with no interruptions or system issues reported. There was noted difficulty advancing the non boston scientific sheath through the groin, requiring approximately 20 minutes due to tortuous and narrowed segments of the inferior vena cava (ivc). The physician ultimately placed the faradrive sheath via the right femoral vein with successful tracking into the superior vena cava (svc). Post-procedure, while reviewing closure device placement with tee, the patient developed hypotension unresponsive to medication. Tee showed no pericardial effusion or air, but the left ventricle (lv) wall appeared motionless. Although the anesthesiologist suspected air near the lv apex, it was not visualized. No air ingress was noted during the procedure, and no air was seen or heard entering the sheath. Imaging confirmed no evidence of air embolism. A code blue was called, and cardiopulmonary resuscitation (CPR) was performed for 20 minutes, along with defibrillation and medication administration. The patient was pronounced dead approximately 30 minutes after the procedure. An autopsy was performed, and the official cause of death was determined to be an untreated retroperitoneal bleed. The physicians believe the injury likely occurred during initial sheath advancement, with the sheaths temporarily tamponading the bleed. Upon removal of the watchman access sheath (was), the patient began to crash. The farawave is expected to be return for analysis.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that retroperitoneal bleed occurred. The patient died. A concomitant procedure involving pulsed field ablation (pfa) using a farawave catheter and left atrial appendage (laa) closure was performed under general anesthesia. The pfa portion was completed first, following successful groin access and transseptal puncture. Left atrial mapping was initiated using the hd grid catheter. A 31 mm farawave catheter was prepared on the back table. After flushing the guidewire lumen and advancing the guidewire into the catheter, the deployment knob was retracted. Upon deployment into the flower configuration, all petals exhibited abnormal forward bending. Attempts to reposition the petals to a co-planar alignment were unsuccessful for two petals. A replacement catheter was opened, which demonstrated proper form and was used to complete the ablation. Following ablation, the laa closure procedure was performed using intracardiac echocardiography (ice), fluoroscopy, and transesophageal echocardiography (tee). A non boston scientific sheath was exchanged for a watchman double curve sheath. A 24 mm watchman flx pro closure device was implanted without device related issues. Irrigation was maintained throughout the procedure using an irrigation pump for the afib portion and a pressure bag/manifold for the watchman portion with no interruptions or system issues reported. There was noted difficulty advancing the non boston scientific sheath through the groin, requiring approximately 20 minutes due to tortuous and narrowed segments of the inferior vena cava (ivc). The physician ultimately placed the faradrive sheath via the right femoral vein with successful tracking into the superior vena cava (svc). Post-procedure, while reviewing closure device placement with tee, the patient developed hypotension unresponsive to medication. Tee showed no pericardial effusion or air, but the left ventricle (lv) wall appeared motionless. Although the anesthesiologist suspected air near the lv apex, it was not visualized. No air ingress was noted during the procedure, and no air was seen or heard entering the sheath. Imaging confirmed no evidence of air embolism. A code blue was called, and cardiopulmonary resuscitation (CPR) was performed for 20 minutes, along with defibrillation and medication administration. The patient was pronounced dead approximately 30 minutes after the procedure. An autopsy was performed, and the official cause of death was determined to be an untreated retroperitoneal bleed. The physicians believe the injury likely occurred during initial sheath advancement, with the sheaths temporarily tamponading the bleed. Upon removal of the watchman access sheath (was), the patient began to crash. The farawave is expected to be return for analysis. Additional information revealed the second farawave will not be sent back. The catheter was disposed of by the time the patient began experiencing complications.